Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call high blood glucose levels. Customer's blood glucose level was 500 mg/dl. Troubleshooting for high blood glucose levels was performed. Customer treated their high blood glucose with manual injections. Customer requested to change their max bolus settings and declined to continue troubleshooting for high blood glucose levels. Customer will call back to program the bolus settings and complete troubleshooting. Customer advised they received a new insulin pump and disconnected from the old one.